Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: (B)(4) sl0 sheath (model# unknown, lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso® nav eco variable catheter and suffered a medical device entrapment requiring surgical intervention. During left atrial mapping, the lasso catheter slipped into the left ventricle and became entrapped. Despite multiple attempts, the physician was initially unable to remove the lasso catheter with manual maneuvers. Patient was transferred to the operating room for continuation of manual attempts at catheter removal and a possible surgical intervention. The lasso catheter was successfully removed with forceful manual maneuvers and did not require surgery. Upon visual inspection, raised rings were observed between the 2nd and 3rd distal electrode pairs. The lasso catheter appeared as though it had been twisted and pulled, stretching the outer coating of the catheter. It was noted that it was assumed that was the portion of the lasso catheter that had become entrapped. The lasso catheter operated as expected, to include the deflection and contraction mechanism. Knob/piston was able to be turned and pushed up and down.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso® nav eco variable catheter and suffered a medical device entrapment requiring surgical intervention. The device was visually inspected and the lasso was found to be damaged with a sharp electrode. Additionally, foreign material was observed. The catheter outer diameter was measured and it was found to be within specification. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material revealed is primarily composed of a polyurethane-based material. Scanning electron microscope (sem) testing was performed on the damaged area and results showed evidence of mechanical damage and stress marks on the surface of the spine. Mechanical damage on the ring and a sharp edge was also noticed. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the lasso loop damage and the foreign material cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer ref no: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/17/2018. The analysis has begun but is not complete at this time. It was discovered that there was damage to the lasso approx 0.6 cm from the distal tip of lasso. Sharp electrodes approx 1.7 cm from distal tip of the lasso. These findings confirm the damages that were previously reported. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).